Event description:
A surgeon reports that a detached haptic was noted after implantation of the intraocular lens. Enlargement of the incision was required to accommodate lens removal and replacement. No problems were noted with the patient's eyes.